Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced leakage at site. The infusion set was used for a day and half to two days. The blood glucose level was 373mg/d. The patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1897452. Device 1 of 4.